Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part: 310.221, lot: f-18749, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 01. Dec. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary background: updated event description: the tip of the cannulated drill bit 2.0 was broken and the tip was not recovered, apparently, it was left in the patient, dr says he was going to see it on the control board, however, in the end, he said there were no complications. Investigation flow: damage. Visual inspection: the drill bit ø2/1.15 cann l150/48 3 flute (p/n 310.221 lot f-18749) was received showing a portion of the distal tip broken off. The broken off fragment(s) was not returned and was reportedly embedded in the patient. Dimensional inspection: drawing: 2.0 cannulated drill with qc 310_221 rev f. Result: both measurements were made adjacent to fracture and both are conforming. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. 2.0 cannulated drill with qc 310_221 rev f/g during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed. No definitive root cause could be determined. It is possible that unintended/excessive forces or patient dense bone contributed to the complaint condition. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from peru reports an event as follows: it was reported that on an unknown date the tip of the cannulated drill bit 2.0 was broken. It was not recovered from the patient¿s bone however; the doctor reported no complications. There was a surgical delay of ten (10) minutes. Patient status is stable. This report is for one (1) drill bit 2/1.15 cann l150/48 3flute. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing site updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.